Event description:
Caller reported that there were large drops in battery levels, with the pump going from fully charged to nearly depleted within minutes. This issue had occurred previously, and although the exact date was not certain, it was said to have happened multiple times over the past few weeks. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.